Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: (B)(6). Product family: scs-linear leads; upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), and batch: (B)(6). Product family: scs-ipg-r-MRI; upn: m365sc12320, model: sc-1232, serial: (B)(6), and batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.